Event description:
Patient was revised to address metalosis and alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec¿d 01/06/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from soreness, elevated ions and trunnionosis.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update may 31, 2017: legal medical records receieved. In addition to what was previously litigated, pfs alleges metal ion disease and bilateral fluid collections which is more noticeable on the left side. After review of medical records for MDR reportability, it was reported that the patient was revised to address failed metal on metal total hip arthroplasty, with large soft tissue cysts, and elevated metal ion levels. On the operative notes it was mentioned that he has had marked elevated metal ion levels and, on an MRI scan, extensive cyst formation with a markedly abnormal tissue lining of the cyst. There was only a slight amount of trunnion darkening. Medical records also report of symptoms of weakness and stiffness in left leg, and increased density seen within the supraacetabular region - nonspecific. This complaint was updated on: jun 9, 2017.